Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part #: 352.040. Lot #: 8238083. Manufacturing site: werk bettlach. Release to warehouse date: january 18, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the synream flexshaft (p/n: 352.040, lot #: 8238083) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that one of the distal prongs had broken off and broken fragment was not returned. Additionally, scratches were observed on the device surface. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: feature: diameter of the pipe. Measured dimension: conforming. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed flex. Welle d7.0mm pipe no design issues or discrepancies were identified. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1, d9.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, that the patient underwent for a tibial nail for compound fracture surgery. Case tibial nail, problem synream shaft metal fracture distal end of flexible reaming shaft. Broken metal fragment removed from patient and whole instrument check to see all pieces where outside the patient. There was a 20-minute delay caused to change set and retrieve metal. The surgery was completed successfully. There was no harm to the patient. This complaint involves one (1) device. This report is for (1) synream flex shaft. This report is 1 of 1 (B)(4).